Manufacturer narrative:
Product event summary #the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient had syncopy and a slow heart rate. Interrogation of the device was not possible as the device was at end of life (eol). The ipg was suspected of premature battery depletion because the device had over two years of longevity at the last follow up three months earlier. The ipg was explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.